Event description:
The consumer reported that the implantable neurostimulator (ins) had quit working, there was a loss of therapy and her symptoms returned. She thought it was due to battery life. She was implanted in 2010. The patient's doctor was out of the country and she could not see him till (B)(6) 2016 but she could not wait that long. The event date was estimated as the patient noted the issue occurred about 2 weeks prior to the report. The patient was indicated for urinary dysfunction/ sacral nerve stim. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.